Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the mid to distal circumflex artery and a knuckle on the artery was noted. A 182 cm (5pk) luge¿ guide wire was advanced in the obtuse marginal branch with a buddy wire and a non-bsc wire. However, during inflation, the tip of the luge wire broke and it was unable to be retrieved. A promus stent was used to secure the detached tip in the mid circumflex artery. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.